Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Device report received from synthes (B)(4). Patient implanted with prodisc-l underwent revision. This is the 2nd of 3 reports submitted on this event.